Manufacturer narrative:
Pump passed sleep current measurement, active current measurement, self test and displacement test. Pump received power error detected alarm due to j6 connector resistance issue. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had power error detected alarm. The customer¿s blood glucose level was 7.2 mmol/l at the time of the incident. Customer reported that they were able to clear the alarm and were able to rewind the pump. Customer stated that it was the second occurrence of the alarm within a week. Customer was advised the insulin pump will need to be replaced and recommended customer refer to back up plan per health care professional instructions. Troubleshooting was performed. The insulin pump will be returned for analysis.